Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The reported condition motor not functioning can be confirmed. However,the reported condition excessive heat cannot be confirmed. Since the reported condition excessive heat cannot be confirmed the root cause for the reported failure cannot be determined. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Motor too loud - motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. The device was leaky. Motor cable corroded - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor becoming seized. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. No further investigation is required. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls heated up and it did not move correctly. The issue was found post-operatively. The surgery was ended with this device during the surgery. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.